Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was stated that the customer took a shower with insulin pump to continue to get insulin and just got out and screen was completely blank, vibrating and red light flashing. There was a crack on the side of insulin pump. The troubleshooting was performed for blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Insert battery alarm did not display on insulin pump screen. The customer was advised to insert new battery and display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device failed sleep or active current measurement due to corrosion on electronic assemblies. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.